Event description:
A customer reported experiencing a skin reaction while wearing the Abbott Diabetes Care (ADC) device, with symptoms of an infection. The customer experienced symptoms such as bleeding. As a result, the customer had contact with a healthcare professional who prescribed Polysporin (antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.